Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a protege gps self-expanding stent during procedure. There was no damage noted to packaging. There was no issue noted to packaging. The device was prepped per IFU with no issues identified. It was reported that during endovascular aneurysm correction surgery, physician requested for a protege gps, which was not requested for at the beginning of the surgery. The physician's assistant found a gos stent and took it directly to the physician for completion of the surgery. Post surgery during paperwork, it was noted that the implanted stent had expired. There was no patient injury.

Manufacturer narrative:
Additional information: it was reported that there was no issue with the packaging that led to the use of expired product. The treated lesion was a highly calcified lesion in the right iliac branch with 70% stenosis. The vessel diameter and lesion length are 10mm and 10mm respectively. The vessel was none tortuous. 8fr non-medtronic sheath and guidewire were accessories used in procedure. The lesion was not predilated. The device did not pass through a previously deployed stent. There was no resistance when advancing device. Patient is a smoker with history of left iliac occlusion. The primary case was an aneurysm of 9cm with imminent rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.